Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator experienced a loss of power and had an unexpected shutdown during patient use. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user, as the patient was transferred to a different vent. The product service engineer (pse) examined the error logs and found that there was an error indicating pressure regulation high which caused the device to turn off. The pse believed that the unexpected shutdown was caused by clinical settings rather than a fault with the device. The pse instructed the customer to perform a full pvt on the device. The device passed required performance verification tests (pvt) per philips standard and was returned to service. The investigation concludes that no further action is required at this time.